Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an error 1 message. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2017 with the following findings: upon powering on the meter an error 1 alarm occurred. The pump and meter were unable to be paired due to inability to clear the error message.